Manufacturer narrative:
The initial medwatch form 3500a was sent filled out in paper form on the 13th of august 2015. Our reference no. Is (B)(4). Report no. 3008478369-2015-00009. The following information was given in the initial report: "the surgeon stated that he used approximately 5ml of surgiflo with thrombin on the dura and epidural space during a procedure for craniosynostosis in a (B)(6) old. The indications were bleeding. The particles were noted in the arterial blood gas sample taken during the procedure. Under microscope it was thought that this could be surgiflo. He did not use a cell saver during the case. He said it was not injected under pressure nor on any acutely bleeding vessels or structures that might facilitate intravascular introduction. He stated that he is unable to explain how the particles appeared in the blood sample. He stated that he uses a lot of surgiflo with thrombin component and that this was the first time he had seen something like this. There were no adverse events seen postoperatively in this patient. The patient had uneventful recovery and was actually seen in the postop clinic today". The following is our evaluation and conclusion of the case. This is our final report. Evaluation and conclusion: the lot no. Is unknown therefore a batch file review has not been performed. A number of clinical questions were asked as to understand the clinical context. Information was provided that the product was not injected under pressure nor on any acutely bleeding vessels or structures that might facilitate intravascular introduction. In addition, no cell saver was used. It was informed that the surgeon is familiar with surgiflo product code 2993 and has never seen something like this. As to the patient, information was provided that the patient had no post-op adverse events and the (B)(6) old child had an uneventful recovery. The case has been evaluated by an external medical advisor who evaluates the following possible causes: thrombin in the blood system can give rise to disseminated intravascular coagulation (dic) in which blood clots form throughout the body's small blood vessels. Another possible cause could be micelles. The micelles can look dramatic in the appearance but they do not cause any adverse events. As the child does not present with any symptoms this could be an indication of the latter scenario. As can be seen from the above the child was asymptomatic all throughout the case and post-op. In addition, the child had an uneventful recovery. Based on the above it is concluded that it is unlikely that there is any relationship between surgiflo hemostatic matrix kit with thrombin product code 2993 and the particulate matter noted in the blood sample. The case is hereby considered closed. Single use product.

Event description:
"It was reported by the facility contact that surgiflo was used at approximately 11:30 a.m. During a craniosynostosis. At approximately 12:00 p.m., the anesthesiologist drew blood for a routine sample from the arterial line while surgery was ongoing. Particulate matter was noted in the blood sample. The sample was sent to pathology for quick exam. The pathologist reported that the particulate matter was of the same as surgiflo. The device is not available for return and analysis. At the time of the report at 1700 on the same day of the event, the patient was without signs and/or symptoms of complications."

Manufacturer narrative:
The info available from the surgeon at the time of the report: the surgeon stated that he used approximately 5 ml of surgiflo with thrombin on the dura and epidural space during a procedure for craniosynostosis in a (B)(6). The indications were for bleeding. The particles were noted in the arterial blood gas sample taken during the procedure. Under microscopy it was thought that this could be surgiflo. He did not use a cell saver during the case. He said it was not injected under pressure nor on any acutely bleeding vessels or structures that might facilitate intravascular introduction. He stated that he is unable to explain how the particles appeared in the blood sample. He stated that he uses a lot of surgiflo with thombin component and that this was the first time he had seen something like this. There were no adverse events seen postoperatively in this pt. The pt had uneventful recovery and was actually seen in the postop clinic today. Further eval of the event is ongoing. (B)(4).

Event description:
"It was reported by the facility contact that surgiflo was used at approximately 11:30 am during a craniosynostosis. At approximately 12:00 pm, the anesthesiologist drew blood for a routine sample from the arterial line while surgery was ongoing. Particulate matter was noted in the blood sample. The sample was sent to pathology for quick exam. The pathologist reported that the particulate matter was of the same as surgiflo. The device is not available for return and analysis. At the time of the report at 1700 on the same day of the event, the pt was without signs and/or symptoms of complications".